Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the new lead had not been programmed yet so it was unknown if the replacement of the lead resolved the lack of therapeutic benefit. The rep further stated that it usually takes at least a month before the neurologist programs new leads. It was also noted that the old lead was removed due to inadequate placement. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot/serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead, ubd: 16-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's lead was replaced on (B)(6) 2018. The rep further stated that the lead did not provide therapeutic benefit since implant. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicating that the lead was misplaced and it had to be repositioned. No further patient complications were reported/ anticipated as a result of this event.